Event description:
Procedure type: gastrojejunostomy. According to the reporter: when the surgeon was performing the procedure, the stapler functioned well; however, the anvil would not tilt for removal. This caused a few tense moments as the surgeon had to staple off the captured anvil from behind and in the process an artery began to bleed fairly heavily. It was successfully stapled off and removed. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was unanticipated tissue loss. The anvil was removed by placing a different device on each side of the anvil and add'l tissue was resected.

Manufacturer narrative:
(B)(4).